Event description:
Physician, examined pt, who reported that his "new hip" had dislocated 3 times. Pt is reschedule for total hip revision on 1/30/98. Pt states he had talked to the MFR, howmedica and that "they will have to pay according to my attorney." Will not be able to examine implant device until it is removed on 1/30/98. Memo to phone call to howmedica.